Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer¿s blood glucose level was 68 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Customer placed a new battery cap on the device in addition to the new battery. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch and corroded battery tube. Unit received with cracked case (battery tube), cracked select button keypad overlay, keypad overlay texture damage, missing display window cover and minor scratches on lcd window.